Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 05-aug-2024, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant result of 6.3 on a 63 year old male patient in for an aortic valve replacement. There was no additional information available at the time of this report. Return product is available for investigation. Method date pt+ I-stat 02-aug-2024 6.3 lab 02-aug-2024 1.6 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.